Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was evaluated by omsc. Omsc confirmed that the packing at the instrument channel port of the subject device fixed off as the user facility reported. Omsc also confirmed that there were some trace of the adhesive used for manufacturing to fix around the packing. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has been returned to omsc and under evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user was drying the outer surface of the subject device using an air gun, the packing at the instrument channel port fixed off and black foreign object came out from the inside of the packing on (B)(6) 2018. The subject device had been dried using an air gun after reprocessing. Omsc followed up the user facility and was informed on (B)(4) 2018 that the sample collected from the subject device tested positive with exceeding the reference value of the user facility. The sample collected from the subject device by swabbing tested positive for stenotrophomonas maltophilia (150 cfu), glucose non-fermented gnb (100 cfu), klebsiella pneumonia (30 cfu), and carbapenem-resistant pseudomonas aeruginosa (a few cfu). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-4 after manually cleaned. There was no report of infection associated with this report.